Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a corroded drain fitting and scratched tank cover. The customer stated problem was not duplicated. Replaced the corroded drain fitting and scratched up tank cover. The device ran for several hours without encountering any problems. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has a port flow problem. No adverse patient events reported.